Event description:
It was reported that the device tripped elective replacement indicator (eri) after the software was loaded. The battery voltage dropped since last measurement. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.